Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with fortum injection 500 milligrams in each bag (duration not reported) and meropenem intravenously (dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if extraneal therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.